Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following fields were updated based on the additional information received regarding product malfunction (sleeve tear) and septic shock. Should the device or any new information be received, a supplemental manufacturer device report will be filed. B1 revised to reflect both adverse event and product problem. B5 revised to reflect the additional information. D6b explant date added. H6 health effect - clinical code, health effect - impact code, medical device problem code, and component codes were added to reflect the additional information received.

Event description:
Additional information received that on 27-may-2025, the impella 5.5 was explanted due to anti-contamination sleeve tear and replaced with new impella 5.5. Additionally, the patient continues to have septic picture with elevated white blood cells (wbc), fever. Decision made to change out impella 5.5 for new device. Patient continues to demonstrate mixed picture of cardiogenic shock and septic shock.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient was implanted with an impella 5.5 to treat heart failure/cardiogenic shock and experienced developed a hematoma. The patient became hypotensive requiring pressors and was taken back to the operating room to stop the bleeeding. The hematoma was evacuated, but active bleed from anastomosis was not found. The wound was stabilized and vac was placed. Four units of packed red blood cells and one unit of platelets were transfused. Pressor support was weaned down with plans to turn off vasactive medications. The patient survived.

Manufacturer narrative:
The investigation of access site bleeding, infection/sepsis, and product damage (sterile sleeve damage) has been completed. Pump not returned. Access site bleeding: patient developed a hematoma within an hour post op. The root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical details provided. Infection/sepsis: based on the clinical review, it was found that the patient had developed an infection during impella support. The root cause of the infection/sepsis was unable to be determined due to insufficient clinical details. Product damage (sterile sleeve damage): the pump was explanted and replaced with another pump because of sterile sleeve damage. The root cause of the product damage (sterile sleeve damage) was not determined as no product was returned for investigation.